Event description:
It was reported that a pt experienced the symptom of increased spasticity. The pt's pump was interrogated and read "the pump is in safe state - reset occurred." The event logs noted the low battery reset/safe state messages occurred on (B)(6) 2011. The treatment plan for this pt was to replace the pump on (B)(6) 2011 and confirm catheter patency. The medication administered via the pump was lioresal (baclofen injection) at a concentration of 2000 mcg/ml. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).